Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 14887227. UDI: (B)(4).

Event description:
It was reported that patient experienced overstimulation from the spinal cord stimulator (scs) device. It was noted that patient experienced pain at the implant site. The patient underwent an explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.